Event description:
It was reported that the patient presented remotely. Interrogation of device noted that the implantable cardioverter defibrillator was in backup mode. No interventions were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing in mar 2023 and programming changes were made at the time. Recent device records noted that the implantable cardioverter defibrillator exhibited inadequate capture. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission noted that the implantable cardioverter defibrillator(ICD) exhibited post-paced t wave oversensing in (B)(6) 2023 and programming changes were made at the time. Recent device records indicated that the atrial lead was in high outmode. Review of device record revealed that potentially the patient's intrinsic rhythm was interrupting the capture test of the which would stop the capture test of ICD and cause the device to enter high output mode. Programming changes were performed. The patient was in stable condition.